Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Water tightness was not maintained due to perforation of the forceps channel due to external factors. The insertion tube had wrinkles due to external factors. The bending angle was insufficient due to the elongation of the angle wire. Forceps could not be inserted smoothly due to buckling of the forceps channel due to external factors. The channel cleaning brush could not be inserted smoothly due to buckling of the forceps channel due to external factors. Liquid leakage was in the light guide bundle due to handling. Lighting unevenness was recognized due to discoloration of the light guide bundle due to handling. Liquid leakage was observed in the operation part due to handling. The bending section cover adhesive was missing. The switch was not functioning due to internal flooding due to handling. Switch two (2) was not functioning due to corrosion due to handling. Liquid leakage was observed in the grip part due to handling. Liquid leakage was recognized on the up/down plate. The universal cord was collapsed due to external factors. The video cable was sticky due to handling (insufficient cleaning). The video connector rubber was chipped due to external factors. The video connector had dirt that was difficult to remove due to handling. The light guide connector was corroded due to handling. Corrosion was observed inside the cover glass (cause of decrease in light intensity). The video connector case was sticky due to handling. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the forceps channel on the visera cysto-nephro videoscope had an air leak. No patient injury reported. During the evaluation of the device, it was noted the forceps (instrument) channel port was scraped. This report is to capture the reportable malfunction of the forceps (instrument) channel port was scraped noted at estimation.

Manufacturer narrative:
Updated fields: h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the damaged/scrapped forceps (instrument) channel. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was mishandled or subjected to stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated field b3: date of the event was recorded.